Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he woke up with low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 46 mg/dl. The customer also says that he had one high but not hospitalized. Customer's blood glucose at time of incident was 312 mg/dl. The customer stated the high and low blood glucose was due to his miscalculation on his part. The customer was offered to transfer but declined. The customer reported the incident for documentation.